Manufacturer narrative:
Additional information was provided in h.3, h.6 and h.10. The lens was returned inside a plastic specimen cup. Solution was dried on the lens. One haptic was broken in the distal area. The broken haptic was not returned. The optic was scratched from one edge toward the opposite edge to the right of the center of the optic. A power (sphere and cylinder) and resolution test could not be conducted due to the optic damage. Associated product information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. Of "explant, blurred vision". The explanted lens was damaged. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The lens (1.50 cyl.) 19.0 diopter (add power +2.2/+3.2 diopter) lens was explanted. The replacement lens model and diopter information was not provided. Follow up attempts were made for more information. No further information has been received. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and replaced with a other lens in a secondary procedure. The clinical reason for the explant was mechanical complications. Additional information was requested